Manufacturer narrative:
(B)(4). Results: endoleak. Disease progression. Conclusion: disease progression.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform abdominal aortic aneurysm approximately 11 months ago. The aortic neck angle was 60 degrees. There were no complications since the time of implant. It was reported that a proximal type I endoleak due to aortic neck dilatation was discovered. An endurant aortic cuff on (B)(6) 2013 282849 was implanted to treat the endoleak. The physician stated that the condition of the artery wall was abnormal; therefore, the angio was done without ballooning. Touch-up was done with a reliant balloon; however, the endoleak did not completely resolve. It was also noted that this patient is not a candidate for open surgical repair and no further intervention was done. The patient is being monitored. The physician stated the whole artery wall seemed to be dilated and this was likely caused by disease progression. No additional clinical sequelae were reported.